Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument arm drape accessory came off and was expelled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments remained inside the patient; however, there were some delays because the instrument adapter came loose several times during the procedures.